Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1941pk, transtendon percutaneous insertion kit compatible with 3.9mm knotless corkscrew®/ knotless fibertak® anchors, the cannulated switching stick was blocked and was unable to be passed over the wire. This was detected during use in a remplissage procedure on (B)(6) 2025. The procedure was completed successfully as a second kit was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the available information, which may include the device (if returned), photographs, videos, event descriptions, and any additional field data, arthrex concludes that the possible cause of the reported failure is user error, specifically related to incorrect user technique or setup error leading to material deformation. The following factors may have contributed to the issue: use of an incorrect insertion angle misalignment during the procedure, potentially causing interference excessive force was applied during use, which may have deformed the switching stick and resulted in blockage the complaint allegation could not be confirmed, as the device was not received for evaluation, and no supporting evidence of the reported failure was provided.